Event description:
It was reported to philips that live monitor intermittently blank required reboot during a case on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the video splitter dvi and tested the system functionality, confirming the issue was not reproducible post-service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).